Event description:
Customer reported that the batteries were not working and the customer received a battery out limit alert. Customer stated that the insulin pump was also beeping. It was noted that through troubleshooting and insertion of a new battery the blank display did return. Self test was also performed and passed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.